Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: extension: product ID 3093-28, lot# j0454227v, implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient felt pain at their therapy location and had a loss of therapeutic effect two weeks prior to their report on (B)(6) 2012. The caller stated the patient had to keep turning the voltage down because "it was too painful." It was also reported the patient received good therapy prior to this report but did have a revision in 2009 due to a fall. The nurse checked the impedances on the patient's device and it was stated "some bipolars were the same as the unipolars" and the therapy impedance was 691 ohms. On (B)(6) 2013, the health care professional followed-up and stated the patient's device "quit working for her and patient couldn't get relief." It was also reported the patient had a full system replacement on (B)(6) 2012 because "device not working for patient," and "based on the readings." Since the full system replacement, it was stated, the patient had great effect and the patient was "fine." Refer to regulatory report #3004209178-2012-11192 for lead revision in 2009 due to a fall.